Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by abdominal pain and cloudy effluent. The patient was treated by the pd clinic with intraperitoneal (ip) vancomycin (dose, frequency and duration were unknown) and ip fortaz (dose, frequency and duration were unknown). The patient was hospitalized 13 days later for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with unknown antibiotics while hospitalized. On an unreported date the same month as onset, dianeal therapy was discontinued. On an unreported date the following month, extraneal therapy was discontinued. On an unreported date while hospitalized, the pd catheter was removed and patient was placed on hemodialysis. The patient was discharged seven days after hospital admission. At the time of this report, the patient was not recovered from this peritonitis event. No additional information is available.